Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. It was also noted that the grommet was damaged. (B)(4): the partial lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that several conductors were distorted, there was blood/body fluid on several conductors (not obstructed), all insulators were breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched. (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, the helix disengaged from the helical channel, and there was a white substance.

Event description:
It was reported that the right ventricular lead had a patient alert and lead integrity alert. The ventricular lead had varying impedance, oversensing and noise, and possible lead fracture or an insulation breech. The atrial lead had increased threshold, high and varying impedance, noise and oversensing, a patient alert sounded and a possible lead fracture or an insulation breech. It was noted that the patient had an atrial ablation and they may have touched the right ventricular lead. Both leads were explanted and replaced. The device had sensing difficulties. The device was explanted and replaced. No patient complications have been reported as a result of this event.